Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two moths after implant the implantable cardioverter defibrillator (ICD) system and a antibacterial absorbable envelope the patient had an infection. The patient was treated with an intravenous (IV) antibiotics. The system remains in use. No further patient complications have been reported as a result of this event.